Event description:
The manufacturer's representative reported the patient was at a dose of 600 mcg/day. The patient's response to the therapy was not as good over the last 6 months, so the dose was slowly increased to 1150 mcg/day. The pump and the connector to the catheter were replaced with no study being done prior to this. No oral baclofen was given after replacement. It is believed that there was either a kink or a leak at the old catheter connector and when this was replaced with a new one, the proper flow was established which then led to overdose. The patient experienced respiratory failure requiring intubation. The dose was decreased to 600 mcg/day and eventually to 400 mcg/day. The patient recovered without sequela and is now doing well at 400 mcg/day of lioresal 2000 mcg/ml.